Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(6) defers to the patient's physician regarding medical history.

Event description:
It was reported the patient prescribed oral antibiotics to address a suspected infection at their ipg site. The issue was resolved.